Event description:
It was reported that the k wire always gets struck in the lag screw step reamer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, but the reported event could not be reproduced and thus, not be confirmed with the information given. Review of manufacturing documents, hardness test as well as functional and visual inspection performed revealed no discrepancies. Functional inspection performed revealed that the intended testing pin passed through the bore and the step drill returned could be pushed over a sample k-wire without problems as intended; the reported event could not be reproduced. Although visual inspection did not indicate any damage (such as signs of seizing) caused by an event as reported, it has to be noted, that the returned step drill is of old design, which was recently replaced by a modified version (catalogue # 13200191 instead of 13200190). The change of the bore diameter in a defined range at the tip shall prevent the k-wire from clamping inside the step drill for any reason. The old design version will be phased out. Based on the information given a more precise statement is not possible in this case and the root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the k wire always gets struck in the lag screw step reamer.